Event description:
It was reported that an error code s3 occurred while in-use on a patient. The centrimag (cmag) console was powered off and on and error code s3 reoccurred. Console: MFR # 3003306248-2023-07182.

Manufacturer narrative:
The site was unable to provide patient or device information. Manufacturer¿s investigation conclusion: the reported event of a s3 alarm was unable to be confirmed. The centrimag motor was not returned for analysis. Additional provided information communicated on 03nov2023 stated that no additional information was able to be provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the centrimag motor being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled "console alarms & alerts" addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of an s3 alarm active. The centrimag motor was not returned for analysis. The downloaded log file from the returned centrimag console contained events spanning approximately 3 days ((B)(6) 2023 per the timestamp). Data captured on 15nov2023 is consistent with data captured while the console was returned to the service depot. The log file captured intermittent atypical s3 alarm active beginning on (B)(6) 2023 at 8:58:06 due to a sf_sps_fan_speed sub fault flag. The alarm was muted and cleared several times and was active for the last time on (B)(6) 2023 at 10:04:27. Pump speed was not affected by the alarm. Additional provided information communicated on 03nov2023 stated that no additional information was able to be provided. The reported event could not be correlated to an issue with the motor, as the reported event was determined to be due to an issue with the fan assembly in the centrimag console. This is addressed via the centrimag console investigation. The device history records were unable to be reviewed due to the serial number of the centrimag motor being unknown. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled "console alarms & alerts" addresses how to properly interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.